Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s mother contacted customer care regarding issues with infusion sets. She stated that the patient changed supplies in the evening and then had to change the infusion site again a few hours later after receiving an occlusion alert, at which time the blood glucose level was reported to be over 400 mg/dl. After changing the site, the blood glucose returned to range during the early morning hours but later increased again. She reported that all supplies were changed again in the morning, and while the patient was at school, another occlusion alert occurred. The patient adjusted the tubing, cleared the alert, and no additional occlusion alerts were reported for the remainder of the day. She stated that the patient is very thin and has consistently used the buttock area for infusion sites, as other areas have not been feasible. She inquired about alternative infusion set options and was advised about an alternative infusion set and the differences compared to the current set in use, and she expressed interest in trying the alternative to see if it provided improved results. Blood glucose levels were affected during this event, with a reported high exceeding 406 mg/dl and remaining outside the target range for approximately five to six hours. No back-up therapy, ketone testing, professional medical intervention, or additional assistance was used, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.